Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced complications related to a pericardial effusion. At the start of the procedure the physician was concerned that the transseptal puncture location might have been too posterior, but the needle did go into the left atrium. The procedure was continued at that time and the left veins were isolated. However, the physician was not able to get the devices into position for the right-side veins. Left atrial access was lost with both the farawave catheter and the sheath and the physician decided to cancel the procedure at that time. While the patient was in the recovery room a pericardial effusion was identified, and drainage was performed. Later the patient went into surgery as the liver had been punctured during the pericardial drainage. The patient was admitted to the hospital for recovery and was discharged with the expectation that they would make a full recovery. The sheath was disposed by the facility and will not be returned.